Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) and suspected thrombus could not be confirmed, and a specific cause for the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms. This finding, along with subsequent log file observations, appeared consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump; however, the account communicated that the cause of the low flow events was identified as eogo. The system controller and left ventricular assist device (lvad) event log files collectively contained events from 21jan2026 through 30jan2026. On (B)(6) 2026, estimated flow quickly decreased to 0 liters per minute (lpm) at 13:48:58, where it remained through 14:28:28. The estimated flow then fluctuated between 0.6 ¿ 1.9 lpm through 16:05:24, before increasing above the low flow threshold through the duration of the file. These events resulted in a persistent low flow hazard alarm on (B)(6) 2026 at 13:48:58 through 16:05:24. Rotor noise fault flags, associated with an increase in rotor noise, were also captured at 16:06:55. The observed events are consistent with a material, such as thrombus, occluding flow and ultimately passing through the pump. Despite these events, the pump continued to operate at the set speed without issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's flows were as low as 0.0lpm for an unknown amount of time and unknown cause. Log files were submitted urgently for concerns of the pump. The log files captured low flow events 30jan2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. It was noted that there was a drop in power and pulsatility index (pi) along with some motor instability. Noted some recovery in flow near the file end. The pump event file showed an increase in rotor noise and displacement around the same time as the low flow events. At the end of the pump event file the rotor noise and displacement appeared to be returning to normal ranges. It was later reported that the cause of the low flow alarms was confirmed to be to extrinsic outflow graft obstruction. Computed tomography angiography (cta) performed revealed a severe (greater than 70%) narrowing in the outflow graft. The narrowing extended from the proximal portion of the outflow graft for a length of approximately 7 cm. Volume resuscitation, inotrope support, and repositioning of patient was performed and temporarily resolved alarms. Extrinsic outflow graft obstruction bend relief stenting was performed (B)(6) 2026 which resolved the event. The patient was said to be alive and in stable condition.